Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.

Event description:
It was reported that three days after an implantation of an intraocular lens (iol) in the left eye, the patient was suspected of having toxic anterior segment syndrome (tass) or endophthalmitis. Slit lamp findings were 0.5mm hypopyon, 4+cell in ac, posterior vitreous quiet, corneal and epi-defect. A vitrectomy was performed and intraocular injections of antibiotics were administered. The patient's bcva decreased due to post-op swelling and reaction to tass. In the surgeon¿s opinion, the most likely cause of the event is tass or endophthalmitis. The patient's outcome is good. The following medications were prescribed (for use at home post-operatively): symbrenza, vigamox, prolensa, durezol and moxifloxacin were given postoperatively.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.